Event description:
The customer has reported that the thumb screw and the fork are taken off every time the probe is loaded. The customer has reported that the cables are very sensitive to error when the system is in the "sample" mode. There have been error codes occurring during the procedure. There have been no pt consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational and translational cables. Part replaced that were not related to the customer complaint were the port shaft and safety latch. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.